Event description:
An ophthalmic surgeon reported a patient experienced a choroidal detachment during a combined phacoemulsification/vitrectomy procedure the balanced salt solution ran out of fluid and the aspiration did not stop. There was no system message reported. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).